Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the 80 cm. 7 fr. Maxi ld 14 x 6 balloon catheter ruptured. There was no reported patient injury. The product will not be returned for inspection. Additional information received indicated that the balloon burst occurred at twelve atmospheres (12 atm.). The target lesion was the left iliac vein. No target lesion characteristic information was provided. The approach was from the left femoral. No additional treatment was necessary after the reported product issue as the result was reported to be sufficient. The procedure was completed at that time without patient injury. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was isovue 300 in a thirty/sixty (30/60) ratio of contrast to saline. A non cordis inflation device was used. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated normally and re-wrapped properly. The balloon catheter kinked while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available.

Manufacturer narrative:
The report received indicated that the 80 cm. 7 fr. Maxi ld 14 x 6 balloon catheter (bc) ruptured. There was no reported patient injury. Additional information received indicated that the balloon burst occurred at twelve atmospheres (12 atm.). The target lesion was the left iliac vein. No target lesion characteristic information was provided. The approach was from the left femoral. No additional treatment was necessary after the reported product issue as the result was reported to be sufficient. The procedure was completed at that time without patient injury. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was isovue 300 in a thirty/sixty (30/60) ratio of contrast to saline. A non cordis inflation device was used. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated normally and re-wrapped properly. The balloon catheter kinked while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17558953 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported balloon burst as calcification/resistant lesion can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿in vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.